Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Zhang et al 2022, application of endoscopic ultrasound-guided hepaticogastrostomy combined with antegrade stenting in patients with malignant biliary obstruction after failed ercp. This study was aimed at comparing the safety and effectiveness of endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs) and eus-hgs combined with antegrade stenting (eus-hgas) in patients with malignant biliary obstruction (mbo) after failed endoscopic retrograde cholangiopancreatography (ercp). Patients diagnosed with mbo and receiving eus-hgs or eus-hgas from september 2015 to october 2020 were enrolled in this study. Total 45 patients eus-hgas group: 21 patients (18 male, avg age 66 yrs). Eus-hgs group: 24 patients (20 male, avg age 69 yrs). Eus-hgs combined with antegrade stenting (eus-hgas): the guidewire was introduced into the bile duct and manipulated to pass the stricture. An uncovered self-expandable metal stent (sems) (mtn-da-s-8/80-2.7/1800, micro-tech, nanjing, china) was deployed across the stricture, which was called eus-as. After that, a double pigtail plastic stent (7 fr, zimmon biliary stent, cook ireland ltd., limerick, ireland) or a nasobiliary tube (7 fr, nbds-a-7/250-p, micro-tech, nanjing, china) was inserted between the left hepatic bile duct and the stomach. If the guidewire failed to pass the stricture or if patients could not tolerate a long operation because of serious ill-ness or advanced age, the first-step procedure ended after inserting a nasobiliary duct into the left hepatic bile duct. After approximately one week, insertion of another biliary drainage tube was attempted. First, the nasobiliary tube was withdrawn and then the guidewire was inserted into the hepatic tube along an ercp contrast catheter (7 fr, pr-104q-1, olympus, tokyo, japan). Similar to the previous procedure, the sems was inserted across the stricture and a plastic stent or nasobiliary tube was inserted across the sinus tract. If the nasobiliary tube was inserted into the sinus, after confirming smooth biliary drainage for several days (usually for 1 week), the tube was cut endoscopically. Endoscopic ultrasound-guided hepaticogastrostomy (eus-hgs): after puncture into the bile duct, a plastic stent or a nasobiliary tube was inserted into the sinus tract. Patients who failed two-step eus-hgas were also enrolled in this group. In other words, if the guidewire could not pass the stricture even with skilled guidewire manipulation, eus-hgs was performed by inserting either a plastic stent or a nasobiliary tube across the sinus tract. This file will capture the 45 cases of off label usage of diathermic ring of cst which was used to puncture the gastric wall and dilate the sinus along the guidewire. No adverse effects reported.

Event description:
Supplement report being submitted due to the completion of the investigation on 05-dec-2022.

Manufacturer narrative:
Device evaluation: the cst-10 devices of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. This complaint file was 1 out of 4 opened from the zhang et. Al, 2022 literature paper in relation to the off label use of 45 cst-10 devices of unknown lot number. (B)(4): zhang et al 2022 - 45 cases of off label usage of cst (B)(4): zhang et al 2022 - 44 cases of off label usage of unknown zimmon biliary stent (emdr 3001845648-2022-00727) (B)(4): zhang et al 2022 - 1 case of 'stent occlusion' and off label usage of unknown zimmon biliary stent (emdr 3001845648-2022-00728) (B)(4) - zhang et al 2022 - 45 cases of off label usage of echo-19 (emdr 3001845648-2022-00726) document review including IFU review prior to distribution, all cst-10 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl as the lot numbers are unknown a review of manufacturing records could not be performed. The notes section of the instructions for use, ifu0005 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is evidence to suggest that the customer did not follow the instructions for use as there was 45 cases of a cst-10 as the needle knife part of cook cst was not used, only the diathermic ring was used which would be considered off label use. (Ifu0005). Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Root cause review a definitive root cause for the customer complaint could be attributed to off-label use as there was 45 cases of cst-10 as the needle knife part of cook cst was not used, only the diathermic ring was used which would be considered off label use, as per ifu005 "this device is designed to electrosurgically puncture a hole in the transgastric or transduodenal wall and into a pancreatic pseudocyst, when it is visibly bulging into the gastrointestinal tract" summary complaint is confirmed based on the customer's testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.